Event description:
Hcp reported pt presented in 2004 with an increase in spasms, increase in temp, and some nausea. A CT of the head was negative. The pump was refilled. X-ray of the catheter confirmed there was a catheter fracture "as passed between the spinous process." The catheter was then explanted and replaced 8 days later. The pt was reported to have recovered without sequela.